Event description:
Customer reported receiving an error alarm during the manual prime. Customer stated that the alarm occurred after changing site. Customer's blood glucose reading at the time of the call was 450 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.